Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, two openings curved on the anterior, and crease fold. A microscopic analysis was performed which identified: two striated openings on the anterior and wear abrasion. Based on the device analysis the final assessment is: two striated openings on the anterior assessed as surgical damage consist in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/oct/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. Additionally, healthcare professional reported and confirmed capsular contracture, baker grade IV. Device remains implanted.